Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 71-year-old male patient with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed sepsis. The medical staff thought the sepsis was possibly urosepsis. The medical staff weaned the patient off the impella device and then explanted it. The patient remains under medical support.

Manufacturer narrative:
The investigation into the infection/sepsis issue has been completed since the original report was filed. The pump was returned for investigation. There were light traces of foreign material seen in the outflow cage and around an impeller. Data logs were returned and no motor current spike, positioning issue alarms were seen. Because evidence related to reported issue has not been provided, the root cause of the infection cannot be determined. It was reported that the pump p-level was decreased which resolved the hemolysis. Therefore, per clinical information and product review, the root cause of the hemolysis issue was biomaterial. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.